Event description:
A consumer reported receiving a reading of 101mg/dl on their precision xtra blood glucose monitor when compaired to a laboratory value of 70 mg/dl. The values. When plotted on a clarke error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no reprot of death, serious injury or mistreatment associated with this event.